Event description:
The customer reported via phone call that their inserter did not release the sensor after the second button press. The customer's blood glucose was 110 mg/dl. The customer also reported a sensor needle break. The customer stated the needle broke off inside the inserter. Customer also reported the inserter did not fire their second sensor. The customer sensor and inserter will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.